Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, they received a purge pressure alarm, then they moved to a new unit. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs confirmed the reported complaint and showed multiple different purge pressure alarms were triggered. Despite changing the cassette, purge pressure would surpass the threshold (pmax > 1050 mm hg) to trigger the purge pressure high alarm (event set #408) and purge system blocked alarm (event set #409). There were also errors indicating the purge system¿s piston was blocked (92% range remaining). These alarms and errors could occur if the purge line was physically blocked or kinked, and the purge solution could not flow. Device analysis: the console was tested thoroughly on an engineering bench with a known good pump and purge. There were no issues observed throughout the test. The issues maintaining adequate purge pressure was unable to be reproduced. Per the results of the clinical review and investigation, the root cause was not determined. This report is being filed as part of a retrospective review of historical records.